Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer from (B)(6) that the customer has problems about the ECMO rotaflow drive. During using the machine have got the error "run away". The lpm display show about 3.95 lpm and the machine can't press zero. Change new drive and the machine works. The incident occurred on startup of device. No patient involved. (B)(4).

Manufacturer narrative:
The reported error run away/can´t zero flow occurred during start up of device. The affected rotaflow drive was sent back to the manufacturer emtec under RMA#40261. Incoming goods in rastatt 2020-02-19. Functional test in rastatt 2020-02-21. --> failure not confirmed. Sent to emtec 2020-02-28. Back from emtec 2020-04-16. Outgoing goods 2020-04-17. According to the service report rma2020-10050 from emtec dated on 2020-04-04 the flow sensor from the drive was slightly tilted possibly due to an impact / fall. The flow sensor and the amplitude adjusted. Drive passed all tests. System test performed according to service protocol according service report (B)(4) date on 2020-04-17. The most probable root cause for the reported failure according to the manufacturer emtec could be determined as mishandling of the device. The reported failure occurred during start up and could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).